Manufacturer narrative:
New information: this is a follow up report to remove the mention of tampon falling apart and update to: the information provided indicated the consumer was checked by her obgyn and given antibiotics for an unspecified issue. This follow up report is also to remove the device code of 1562 - material separation and update it to 3190 - insufficient information. Report type: follow up 1.

Event description:
This is a follow-up report to remove the mention of tampon falling apart and update to: the information provided indicated the consumer was checked by her obgyn and given antibiotics for an unspecified issue. This follow-up report is also to remove the device code of 1562 - material separation and update it to 3190 - insufficient information.

Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer experienced the tampons falling apart and was checked by her obgyn and given antibiotics.